Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic upon developing an infection due to causes unrelated to the patient's implanted devices. During the system extraction procedure, it was found that the previously capped right ventricular lead had sustained a fracture resulting in conductor externalization. It was unknown whether this damage was sustained during or prior to procedure. The system was explanted with no patient consequences. The patient was stable.